Event description:
I use the dexcom 6 sensor. I have been using it for 4 years. Since covid the failure rate has been at least one sensor per month or one out of 3 sensors. I am filing this complaint because I changed sensors yesterday. This morning at approximately 1:45 a.m. Cst my sensor failed and was reading 137 straight up (increasing), then 56 low. I had to finger stick to get the correct reading. I called dexcom and, as usual, they are sending a replacement. I need for these to be accurate. I can't have a false reading, administer insulin through my pump, and over dose. It is a real possibility and could case me significant harm. What can you do to ensure these sensors work accurately. Dexcom has no answers. FDA safety report ID# (B)(4).